Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient contracted an infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was diagnosed with peritonitis on (B)(6) 2020. The patient presented to the outpatient home dialysis clinic with cloudy effluent fluid. A peritoneal effluent fluid cell count was obtained and revealed a wbc count of 22,680 /mm3, rbc count of 270 /mm3 and a polymorph count of 94% (no peritoneal effluent fluid cultures were provided). The patient was treated with intraperitoneal (ip) ceftazidime 2000 mg daily x 21 days. A follow-up peritoneal effluent fluid cell count was collected on 23/sep/2020, which showed a positive response to the antibiotic therapy (wbc count of 46 /mm3, rbc count of 16 /mm3, polymorph count of 20%). Causality was attributed to the patient¿s ¿suspected poor technique¿ during set-up. Per the pdrn, the patient is recovering from the events. Additionally, the pdrn reported there was no evidence to suggest a fresenius device(s) or product(s) caused or contributed to the events. The patient continues to utilize the same liberty select cycler as before the events. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by the presence of cloudy effluent fluid, which warranted antibiotic therapy. The definitive cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the likely cause of the patient¿s peritonitis was poor technique during set-up. Per the pdrn, there is no evidence to suggest a fresenius device(s) or product(s) caused or contributed to the events. In the absence of microbiological evidence, the diagnosis of peritonitis can be made by identifying clinical symptoms consistent with peritonitis and cytological analysis. Based on the information available, there is no allegation or objective evidence a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.